Event description:
It was reported that during an esophagectomy procedure involving the ligasure vessel sealing device (maryland xp inline sealer/divider 37cm), an energy activation and sealing issue occurred. Specifically, no seal was achieved, there was no evidence of energy delivery and end tones were heard. There was also seal cycle error. Bleeding was observed while sealing tissue at the greater curvature of the stomach, which was described as moderate in thickness. The jaws of the device were cleaned quite often during the procedure and approximately 15-20 successful seals were performed before the issue occurred. Another ligasure device was used successfully with the same generator. Blood transfusion was not necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.